Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a surgical procedure to treat nonunion triple charcot ankle. The patient had to exchange wires on ex fix sometime post-op. Patient also had an infected ankle.